Event description:
Medtronic (covidien) received information through clinical trial review that during the treatment procedure. Onyx material traveled through a venous passage into the left lateral sinus which occurred at the end of procedure that resulted in a delayed migration of onyx embolus in the left pulmonary artery. The arteriovenous malformation (avm) was located in the torcular which is where the four great cranial venous sinuses meet. No treatment was provided for the reported event.

Manufacturer narrative:
The onyx was not returned for analysis as they were consumed in the procedure; therefore, the event cause could not be determined. The lot history record review of the reported lot numbers showed no discrepancies that may have contributed to the reported experience. Based on the reported information, there is no evidence suggesting that the devices were defective, but rather procedure related events. Additonal suspect medical device: model: 105-7000-060 / lot: 9885180 / exp: 22 jan 2017/ dom: 19 mar 2014. (B)(4).